Manufacturer narrative:
Patient weight: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date from beginning of the post-operative course at the (B)(6) 2021. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as patient complained of extreme and unbearable glare and halos at night. Additional information received reveals that the onset of symptoms was from the beginning of the post-operative course. The initial calculations were correct and patient reported excellent visual acuity of 20/20 distance and j1 near. However, the condition of unbearable glare and halos affected patient's ability to perform daily activities and she could not drive. A different model zcb00, but same diopter lens was implanted as the replacement. The explanted lens was not saved. No further information was available.